Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level was 45mg/dl. Reportedly, the customer consumed pasta to treat the low bg level. Multiple follow up attempts were made to complete troubleshooting and to confirm alternate insulin therapy was available; however, the customer did not respond to follow up attempts.